Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that, "patient resides in a nursing home utilizing statlock with his nephrostomy tube. Patient requesting samples from bard as he only has two left until his (B)(6) 2024 doctor's appointment. Patient's nursing home ordered medline's version of the stat lock which did not work. Patient advises he's had use more of the bd's stabilization devices as they peeled away when his tube accidently leaked. Response: informed patient facility assists consumers with sample requests and ordering info. Patient advised he'd contacted facility previously with no success. He stated he'd called bard for drain bag samples and received them. Informed patient bard became a part of bd in 2018; suggested ordering a small quantity from an online retailer until his next appointment."